Event description:
It was reported that a small volume folfusor experienced a no flow. The device was filled with fluorouracil and sodium chloride and connected to the patient. Thirty-six (36) hours after the infusion was started the patient noticed that the flow had stopped. There was no patient injury, medical intervention or adverse event associated with this event. Additional information was requested and.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received by baxter; evaluation is currently in process but has not yet been completed. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was evaluated. The device was received with approximately 70 ml of fluid in the reservoir. Visual inspection of the unit did not reveal any abnormalities that could have contributed to the reported condition. Functional testing was performed and flow was visually observed after the luer cap was removed. The condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.